Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis has been assessed as unknown. Three days after onset, the patient was hospitalized for the event. At the time of this report, hospitalization was ongoing. The treatment for and the outcome of the peritonitis were not reported. It was not reported if dianeal therapy was ongoing. No additional information is available.